Event description:
It was reported that pump generated recurring cartridge alarm during normal use and customer was unable to resume insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer loaded new cartridge using guided steps but alarm recurred, so technical support arranged pump replacement, instructed customer to use multiple daily injections as backup insulin therapy, to place pump in storage mode before return, to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and to return malfunctioning pump using prepaid label within 10 days.